Manufacturer narrative:
Section b5: the patient was previously admitted for infection on (B)(6) 2018 (reported under MFR # 2916596-2019-05734). Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
The patient had a pump exchange that was captured under MFR # 2916596-2017-01992. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a worsening driveline infection. The patient has had a known chronic driveline infection since (B)(6) 2018 and has had multiple prior treatments with various antibiotics. The patient denies fever, chills and generally feels well. The driveline culture was positive for proteus mirabilis. Patient denies trauma to driveline but was treated with antibiotics.